Event description:
Event description cpi received information that during an implant procedure of an implantable pulse generator (ipg) this bipolar lead's helix tip broke off. Part of the tip remains in the patient. The physician elected to remove this lead and replace it with a different lead. The physicians manual 352527-003, page 14, states: do not rotate the lead clockwise more than 10 turns when affixing the electrode helix to the heart wall. Excessive rotation may cause the helix to break.